Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) at one day lasik post-operative visit. At visit patient complained of mild irritation and foreign body sensation. This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).